Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three unused samples were provided for evaluation. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak-tested with passing results. A measurement of the outer diameter of the pump segment tubing was taken and found to meets the specifications. Due to complaints of this nature an approved project is in place to further address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air bubble inline that was impossible to get out-patient reaction observed from chemo drug. Detailed inquiry description: below from customer "what happened: I was supposed to titrate a chemo drug, known to cause reactions on brand new patients (taxotere). I was supposed to start it at 30 cc/hr x 5minutes then double the rates up to max speed. Soon as I pressed "start" the pump gave me the air error. I removed the IV tubing and tapped the [profanity] out of it. I probably spent 15 minutes, removing the tubing/tapping it/re-inserting it (while there was a tiny bubble initially, no bubbles could be seen with the naked eye on next errors). So, I gave up and ran the infusion by gravity, hoping that 10 minutes later, I will be able to run it through the pump. Patient developed a reaction to the treatment during this time and I believe it could have happened at a lesser degree if I'd have better control over the flow (gravity flow is less accurate)."